Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. Customer's blood glucose level at the time of the incident was 550 mg/dl. The customer stated he was vomiting and felt like he was in diabetic ketoacidosis, but did not go to the hospital and treated himself. Details of treatment are unknown. Current blood glucose value was 115 mg/dl. The customer declined troubleshooting as he was not using the insulin pump. He stated he had not worn it for five days after the incident. The device was returned for analysis.